Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate it. The device electronic records were downloaded and reviewed. The likely cause of the reported issue was due to the batteries not being correctly seated or a fault with the batteries itself, however this could not be conclusively determined. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.